Manufacturer narrative:
In previously submitted report, report information 510k number, operator of device in box d, occupation in box e and reason device not evaluated was incorrect. In this report, section report information 510k number, operator of device in box d, occupation in box e and reason device not evaluated has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. In addition, error code was displayed (e065: err_stuck_encoder_a), (e-66: err_stuck_encoder_b). Dust was found as contamination. The device as scrapped.